Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.9 inr and 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.31 inr. Patient's unknown blood thinner was decreased based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.